Event description:
Per the clinic, the patient experienced a post-operative infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). It was also reported that the patient underwent a revision surgery to treat infection (specific date not reported). The implanted device remains.